Event description:
It was reported that a spectrum pump was alarming for downstream occlusion when no occlusion was present. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The pump passed downstream occlusion testing per the spectrum service manual as well as additional testing. However, during further evaluation of the pump, it did falsely alarm for downstream occlusion. This deficiency was caused by a failed force sensor. The force sensor was replaced.